Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What was the planned procedure? What was the age of the patient? What was the bmi of the patient? During firing, was there any tissue within the jaws distal to cut line on the device? Was the tissue easily compressible to 1.0 mm? What is the surgeon¿s experience with the pve35a device in this application? During which firing of device did the issue occur? How many firings of the device were on lung parenchyma? How was the procedure completed? Are the operative notes available for ethicon medical personnel to review? Was a re-operation necessary? What is the current status of the patient? Additional information received: per the sales rep: he was using the pvs on pediatric lung parenchyma and not a vessel or vascular structure. I re-informed him that it is not indicated for that type of tissue and he has since changed his preference card to include ets45 and reloads for his lung parenchyma firings on his pediatric patients. Either way the reload fired without deploying staples while cutting tissue. He would like to discuss with an engineer on why the product didn't lock out. The surgeon is concerned that he was not able to resect more tissue with any stapler and that the patient will have a longer hospital stay and possible an air leak. For clarification, the surgeon was concerned of a potential leak and a potential longer hospital stay. The expected hospital stay for the procedure is two days and the patient has been hospitalized for two weeks now and they have not been able to get the air leak to stop. If the leak is not resolved by monday (B)(6) 2017, the patient will need reoperation. Per the sales rep, the surgeon definitely used the vascular reload on the lung parenchyma. The surgeon thought the reload would have locked out if trying to fire through tissue that it too thick rather than firing through thick section of tissue. The device fired completely but the staples did not form to the expected b-form shape and the device still cut.

Event description:
It was reported that during a pediatric thoracic procedure, the surgeon was using pvs and it the knife blade was deployed and cut the tissue but the staples only partially deployed and zero of them were formed correctly and not all were deployed. The bleeding was controlled but he is concerned about an air leak. He was using the pvs on pediatric lung parenchyma and not a vessel or vascular structure. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Batch # n5631c. Additional batch # n55868. Mfg. Date 6/20/2016, exp. Date 5/20/2021. The analysis results showed that two vasecr35 cartridge reloads were received. The reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? The patient has a blood disease and presents with ¿bubbles¿ on the lung parenchyma along with spontaneous pneumothoraxes. What was the planned procedure? Bula- partial resection of the lung. What was the age of the patient? (B)(6). What was the bmi of the patient? Unsure of the patients bmi but is an athlete on his high school football team, surgeon described him as not skinny but not overweight. During firing, was there any tissue within the jaws distal to cut line on the device? Yes, the issue occurred on the 2nd firing of pvs. The first firing of pvs deployed the staples and maintained pneumo and laid down a visibly good staple line as did the 3rd and 4th firing. There were a total of 4 pvs firings during the procedure and it was noted that the only ¿misfire¿ was on the 2nd one. Was the tissue easily compressible to 1.0 mm? He is unsure what it compressed down to but 3 of 4 firings the stapler achieved desired staple line. What is the surgeon¿s experience with the pve35a device in this application? This was his first usage. During which firing of device did the issue occur? 2nd how many firings of the device were on lung parenchyma? 4 how was the procedure completed? Bleeding was controlled with cautery and pvs was reloaded and fired 2 more times successfully to complete the case. Are the operative notes available for ethicon medical personnel to review? There are operative notes but surgeons is unsure of if the hospital will legally make them available. Was a re-operation necessary? Yes, the re-operation was completed by a thoracic surgeon (dr. (B)(6)) with dr. (B)(6) present. Dr. (B)(6) is a covidien stapler user and chose a covidien black reload to complete the case and get the desired closed staple height. What is the current status of the patient? The patient is doing well after the second surgery, but did stay in the hospital 14-16 days when they usually go have a 2 day stay for the original procedure.